Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: chemical stress by using a chemical solution. Physical stress applied to the distal end of the device. There was no information of obvious misuse. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the nozzle adhesive was discovered to have peeled. The customer's originally reported allegation was confirmed. The device evaluation found the bending angle in down direction out of standard. Additionally, the light guide cracked, the forceps elevator wire was broken, the air/water mouthpiece was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported an angulation malfunction (broken tie rods) in their evis exera duodenovideoscope device. The device was returned for evaluation. Upon inspection and testing of the returned device, it was discovered that the nozzle adhesive was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.